Event description:
It was reported to philips that there was no signal on the large screen display, which results in a loss of live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the monitor has no signal. Upon troubleshooting fse checked the dvi connector and found it was loose, confirmed that the dvi connector needs to be tightened. The defective parts were returned for analysis, for uhd color lcd monitor, failure was due to defective mainboard. To resolve the issue, fse re-plugged the dvi connector and secured it with a cable tie, reported problem was solved. After repair, customer found that the monitor cannot be adjusted to the proper brightness. Fse replaced the flexvision monitor to resolve the issue. After replacement and repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.